Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the implantable cardiac monitor exhibited under-sensing. No intervention was performed. The patient condition was stable.